Event description:
Medtronic received information that during the implant of a 34-millimeter (mm) transcatheter bioprosthetic valve with this delivery catheter system (dcs), as soon as the operator started to turn the deployment knob, a slow and delayed capsule response was noted. A little tension was felt in capsule movement with the delay. After a while, the deployment knob functioned as usual and the capsule responded appropriately. The valve was positioned too low and was recaptured. The valve was then attempted to be repositioned, but the deployment knob separated. The valve was released, but too slow. Due to the delivery malfunction, the valve was placed too low but was functioning as intended. No intervention was required as there was no aortic regurgitation, mitral regurgitation or unacceptable pressure gradient between left ventricle and aorta. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA: 643143, addressing MDR reporting guidance from the FDA s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the handle components and the carriage components detached from the dcs. The device was received with the capsule fully closed. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame along the proximal end of the capsule. Three kinks were observed on the inner member slightly distal to the spindle hub. Both tab 3 and tab 4 of the male actuator component were observed to be hinged inwards. The carriage components were observed to be undamaged. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Difficulty deploying the valve can indicate increased forces in the system. The force in the dcs when opening the capsule is cumulative and many sources may contribute to the feeling of excess tension including load quality and packing density of the valve in the capsule, bends and kinks on the shaft, tortuous anatomy, and guidewire and sheath selection. Additionally, the amount of tension felt in the system is subjective and the feel of the device may be dependent on the user strength or technique. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. Procedural films were received for review. The valve load check image confirmed a good load. The imaging provided could not confirm the issues with the deployment knob or the recapture. The imaging provided confirmed a valve was deployed in a deep position but no paravalvular leak (pvl) was present confirming a good result. The dcs was returned to medtronic for analysis. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy. Kinks were observed on the inner member shaft, however the description of the event does not indicate that this damage occurred during the reported issue. Inner member shaft kinks have historically been seen on devices returned without the stylet in place to support the shaft during transport back for analysis. The device was received with the actuator (deployment knob) components and the carriage components detached from the dcs. The snap fit tabs of the actuator were observed to be damaged. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. The carriage separation was most likely due to the actuator no longer securing the carriage components in place. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.